Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in the clinic after the atrial lead was dislodged. A chest x-ray confirmed that the lead had dislodged from the atrium, it had crushed out and few pre- ventricular contractions (pvc) were noted. The atrial lead was repositioned on (B)(6) 2019 and the all lead values were within the normal limit. The patient was heart block patient and was asymptomatic. The patient was stable post procedure.